Event description:
It was reported electrode pair 0 <(>&<)> 3 showed impedances less than 50 ohms on the lead. There was a high current of 79. It was noted the outcome was ongoing and no action was taken.

Event description:
Additional information received reported the event resolved without sequelae on (B)(6) 2015, but then was later updated to ongoing.

Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# v641092, implanted: (B)(6) 2011, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).